Event description:
Boston scientific received information that prior to the implant of this device, the chronic system was fully explanted. During the implant of this device, along with a attempted implant and successful implant of a right ventricular lead, a perforation occurred resulting in a pericardial effusion and cardiac tamponade. No intervention was required and the device and right ventricular lead remain implanted an in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.